Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the cranial application on the navigation system became unresponsive while in select procedure task. Rebooting the system resolved the issue. Representative mentioned that the system had 36 patient exams saved on it. There was no patient present at the time of the issue.